Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that during an implant procedure to implant the left ventricular lead, it was necessary to puncture the subclavian vein, which was very difficult due to subclavian vein stenosis. The physician had to puncture the vein very deep to get a pathway. After implant good measurements were noted. The following morning it was reported that the patient had a hemothorax and lost two liters of blood. The patient required thoracic surgery in which the chest was opened but no source of the bleeding was found. They continued to monitor the patient in the hospital and the lead remains in use. No further patient complications have been reported as a result of this event.